Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 175cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on 6/1/2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 6/12/2018, mentor received additional information: implantation date: (B)(6) 2016. The patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 175cc saline prosthesis. Patient's last known condition was fully recovered. On 6/22/2018, mentor was notified that the patient's race was white. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/9/2018, mentor received additional information: patient's last known condition was fully recovered. Removed implant appeared to have a fold crease tear. Capsulotomy was performed in anterior capsule. No complications were noted. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 175cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 175cc saline prosthesis. Removed implant appeared to have a fold crease tear. Capsulotomy was performed in anterior capsule. No complications were noted. Patient's last known condition was fully recovered. The device was received at mentor without fluid. White and yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and yellow material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).